Manufacturer narrative:
Occupation: non-healthcare professional. (B)(4). Investigation: the reported allegations have been investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation, migration, and abdominal pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Unknown if the reported abdominal pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a gunther tulip on or about (B)(6) 2007 and subsequently experienced vena cava perforation, migration, and abdominal pain approximately 10 years and 7 months after receiving the filter implant. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation. The following allegations have been investigated: dvt, chest pain, gi bleed, depression, anxiety, emotional distress, counseling, and physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported chest pain, gi bleed, depression, anxiety, emotional distress, counseling, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging vena cava perforation. Patient further alleges stomach pains, gi bleeding, chest pains and blood clots, "unable to walk very far, cant breathe right, cant lift, cant carry anything heavy", counseling, emotional distress, depression, anxiety. Report from xray: "a small focus of deep vein thrombosis is seen at the level of the right ankle involving the extreme distal portion of the posterior tibial vein. An adjacent thrombosed superficial vein is also seen in the same region. Left extremity: no deep vein thrombosis within the left extremity." Report from ct2: "the legs of the filter have penetrated through the wall of the ivc into the pericaval/mesenteric fat." "Filter position: below the renal veins."